Manufacturer narrative:
The delivery device was requested, but was not returned to bausch + lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens haptic broke during implantation. The surgeon enlarged the incision to remove the lens and implanted the backup lens, same model and diopter. Sutures were necessary. Patient's prognosis is good. Please reference MDR #1119279-2013-00185 for the intraocular lens used in this event.